Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. An x-ray revealed that the lead had dislodged. The lead was removed, but attempts to replace the lead were unsuccessful. The patient was reported to be stable.